Event description:
This x-ray system's tabletop cradle rotated with the pt on the table. There was no operator control selected at this time. The emergency stop button was activated to keep the pt from falling off the table.

Manufacturer narrative:
(Conclusions) - the investigation found the near table controller cable had shorted to the control box causing the unexpected movement of the tabletop cradle. This is the first report of such a failure. There is no structural problem and no need for any mandatory field action. (B)(4).